Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the light guide rod was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope screen turns green when angulating during reprocessing for an abdominal surgery procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the suggested event occurred by charge couple device malfunction by improper handling. The event can be detected/prevented by following the following in the operation manual: "important information ¿ please read before use: precaution for disappeared or frozen endoscopic image." Olympus will continue to monitor field performance for this device.